Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 3221, 4315). The returned sample was visually inspected upon receipt with no anomaly such as breakage. It was then rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. The gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found in the manufacturing records. Since no anomaly was found in the actual sample, the cause of the occurrence could not be clarified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was not performing adequately and they had to cut in another. No known consequence or impact to the patient. There was a 5 - 10-minute delay in cutting in additional oxygenator. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 03, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name). D2a (corrected common device name). D4 (updated model number & lot number, added expiration date & primary unique device identification number). D9 (device available for evaluation). H2 (follow-up due to correction and additional information). H3 (evaluation is in progress, but not yet concluded). H4 (device manufacture date). Another follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.